Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. It was also reported that the patient had to be away from hydromorphone infusion for three hours, until a new cassette was compounded, delivered, connected, and therapy resumed. It was noted that the patient will have to go on emergency until new pumps and cassettes can be delivered. No further adverse effects were reported.